Event description:
The customer reported that while monitoring telemetry patients the xhibit central station had become unresponsive preventing the continued monitoring of the patients. There was no patient or user harm associated with this event.

Manufacturer narrative:
Tech support walked the user through performing a hardboot to restore the function of the xhibit central station (xcs). However, upon restart, the xcs did not properly recover and displayed an error message. A customer biomed replaced the faulty unit with a spare until the issue was resolved. A field service engineer went on site and tested the unit and found that the xcs had lost its license. The fse continued to reload the license and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. While reloading the software resolved the reported issue, the cause of the reported issue could not be determined.